Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) - left ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a cardiac tamponade requiring pericardiocentesis, surgical intervention and prolonged hospitalization. It was reported that during a premature ventricular contraction (pvc) ablation, an adverse event took place. The bwi representative reported that they were ablating in the left ventricle (lv) and didn't get great contact and decided to go transeptal and decided to put intracardiac echocardiography (ice) up. They noticed the patient's pressure had started to drop in the 60s and 70s after given fentanyl. They reported that they put in the ice catheter up and went transeptal and the patient started moving all over the table. So the physician put the ice catheter in the right ventricle (rv) to check for lv effusion. There was a small one noted, but not knowing pre-procedure what it looked like, the physician believed the patient had it the whole time. They reported that the heart borders on the x-ray remained normal throughout the whole case. They noticed a small effusion and it was noted. They monitored lv effusion on ice for 30 mins and provided narcan to reverse the fentanyl that had been given. The patient's blood pressure started to go up and the case was stopped. They pulled all the lines and took the patient out to the recovery room. While in recovery patient started to become harder to arouse. They did a transthoracic echo noting that the pericardial effusion got bigger. They brought the patient back to the lab and performed a pericardiocentesis. The physician removed 250ml of blood. They left the drain in the patient and the patient went to the intensive care unit for the rest of their stay. The patient is now in stable condition. Additional information received indicated the adverse event was discovered post use of biosense webster products. Physician¿s opinion on the cause of the adverse event is that it was patient condition related.. Patient¿s outcome of the adverse event was reported as fully recovered (no residual effects). A smartablate generator was used in this case with the correct catheter settings were selected on the generator and the pump was switching was from ¿low¿ to ¿high¿ flow during ablation. Irrigated catheter¿s flow setting was standard 8 and 15. No error messages observed on biosense webster equipment during the procedure. Transseptal puncture was performed, with an unspecified needle. Prior to noting the cardiac tamponade, ablation had already been performed. There was no evidence of steam pop. The event was noticed post ablation, post transeptal. Ice evaluation not done in the pre phase. Visitag module ¿s parameters for stability was range: 2mm for 3 seconds, force over time (fot) 25% for 3 gm. No additional filter used with the visitag.

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).